Manufacturer narrative:
The investigation for manufacturer device report 1220648-2023-05071 will be submitted in manufacturer device report 1220648-2023-04787.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
As reported on MDR 1220648-2023-04787: the user facility reported a 67-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. During the priming step, the automated impella controller (aic) blacked out. Priming appears to have continued during the blackout. A reboot was attempted but a controller error alarm appeared on the screen. The aic was replaced. On (B)(6) 2023, the user facility reported the patient was implanted with an impella cp once the new aic was in place. During support, the patient expired due to multiple organ failure. It is unknown if the aic screen black out during priming causing a delay in procedure caused or contributed to the patient¿s death. There is no allegation against the impella cp and the patient's death. There were no problems with the operation of the impella cp.